Event description:
The customer tested his blood glucose and received a reading of 325 mg/dl using his contour meter. He retested using another meter and received a reading of 89 mg/dl. The difference between the meter readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer's test strips are to be returned for eval. Replacement test strips were sent to the customer.